Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g3,g6,h2,h10.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed automatic inflation failure. The unit was restarted and could not be eliminated the machine was shut down and waited for maintenance. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) visited to site, inspection of the equipment failed, the alarm code was 14, and the positive pressure of the detected motor did not reach the normal value range. It was judged that the motor is faulty, fse replaced the scroll compressor. All parameters of the detection equipment were normal. Returned to customer and cleared for clinical use. Patient involvement was there, no harm reported. The failure analysis and testing department installed the compressor scroll into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of autofill tests and electrical failed code# 14. The failure analysis and testing department pumped the unit for 2 hours and did not observe suspicious while pumping the unit. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. As per procedure (B)(4) rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is "not confirmed".